Event description:
A (B)(6) y/o female pt with bilateral knee osteoarthritis. Presented to (B)(6) for second synvisc injection on (B)(6) 2014, in a series of four. First synvisc injection in this series was on (B)(6) 2014. At the visit, the pt presented with shingles in the thoracic region, for which she had been started on valtrex. It was thought that this may have been due to the first synvisc injection. Decision was made not to administer the second injection. Upon a review of the literature, one article was identified that connected injection of hyaluronic acids to herpes virus outbreak - "herpes virus outbreaks after dermal hyaluronic acid filler injection" published in aesthetic surgery journal in 2012. Per review of the pt's chart, there is no history of herpes zoster in this pt. Also per chart review, the pt does not appear to have received the zoster vaccine. Dates of use: (B)(6) 2014. Reason for use: bilateral knee osteoarthritis.